Event description:
Customer reported having a blood glucose level of 580 mg/dl the day before contact. Customer reported receiving sensor glucose readings and blood glucose readings that were drastically different from one another. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)